Event description:
The manufacturer received information alleging a trilogy 202 ventilator was not charging with ac while in patient use. There was no report of injury or harm. The trilogy 202 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. In conclusion, the device's oxygen blender module board was replaced to address the issue. The root cause is confirmed at this time.